Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. Investigation summary ==> the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned sample determined that it was received in one opened foil packaging with one detached needle and a strand of suture pertaining to the product code vcp1345h. Upon visual analysis of the returned sample revealed that swage and attachment area was noted to be as expected. The barrel hole was examined under 20x magnification and no remnant suture was found. The needle was observed with several marks due to the use of the surgical instrument, and the curvature distorted from the original form, these conditions caused by excess force used during the use. Additionally, photo was provided and it showed the condition of the reported needle. In addition, the insertion end of the suture was not returned. As per returned conditions of the sample no functional test was performed. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information for potential safety signals will be monitored.

Event description:
It was reported that a patient underwent laparoscopic resection of the right ovarian lesion on (B)(6)2024 and suture was used for suturing the ovarian tissue. Pull off suture needle issue happened when the needle was removed after suturing. The detached needle fell into the patient's body. The operator immediately visually looked for the detached needle and found it. The integrity of the needle was verified after removal. The surgery was completed routinely after confirming that there was no residual foreign body in the patient's body. This event did not cause any other harm to the patient except for prolonged operation time, and no subsequent adverse event report was received. Contact with the hospital confirmed that no imaging examination was performed during the surgery, the surgeon visually searched for the suture needle and found it, and there was no foreign body left in the patient. No additional information was provided.